Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the data transfer and program crash was encountered during the operation. The operation time was minimally extended. There was no impact on the operation.

Manufacturer narrative:
H3: analysis of the ins had shown that there was a software anomaly. The dbs application log analysis was reviewed and determined that the dbs application was having an issue with invalid data in the diagnosissymptomblock of the activa rc ins instrument memory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the activa rc should be replaced with a percept rc. The activa rc was read with the clinician tablet and the stimulator change workflow was performed. The read-out activa rc data could not be transferred to the percept rc. There were different error messages (telemetry errors - failed communication with the neurostimulator). The program crashed. There were no external factors that may have led or contributed to the issue. They tried another percept rc and clinician tablet but had the same result. The data was entered manually. The issue was not resolved.